Manufacturer narrative:
Analysis of the returned subject device permit to confirm the reported event. The message "just a moment" is displayed after the black screen, and it reproduce this pattern infinitely. Since the device is permanently damaged, no further investigation could be performed. The origin of the reported event could not be clearly established. Historical data analysis permit to conclude that the event is related to a hardware issue. This case is retained for trending purpose

Event description:
Reportedly, on 19-june-2025, the transmitter constantly displays "just moment."